Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305167 and lot number 2228394. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd conventional needles there was a small hole in the hub that caused leakage. Report 2 of 2. The following was recieved by the initial reporter: verbatim: on 2 separate occasions, one of our providers has gone to give an injection using the bd precision glide 21g x 1 1/2 " needle and they have had a small hole in the needle hub that caused the medication from the syringe to shoot out the side of the needle hub rather than through the needle itself. Did the two separate event occurs on the same incident date ((B)(6)2023)? No, I was made aware of the issue on the 2nd incident date of (B)(6)2023. The first incident occurred last week ((B)(6)2023) however it was from the same lot.